Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient was hospitalized and was admitted to ICU on (B)(6) 2024. Blood glucose at the time of incident was noticed 400 mg/dl. Patient was found positive for moderate ketones. Patient was treated with IV and fluids of saline and insulin. Patient was release from the hospital on (B)(6) 2024. No further information available.